Event description:
It was reported that during a ptca treatment procedure, the balloon catheter was advanced across the proximal lad lesion. Balloon inflation was initiated, but when pressure reached 10 atm the balloon burst. The balloon catheter was removed and a new balloon catheter was used to complete the procedure. No patient injuries or complications were reported.